Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that pump error 53, pump error 3 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
The pump passed the displacement test and selftest. No pump error 53 alarms during testing. Successfully downloaded history files and traces using thus. No pump error 53 was present in the history download. No pump error 3 alarms during testing. Successfully downloaded history files and traces using thus. Pump error 3 was present in the history download. No pump error 3 occurred followed by pump error 53. No pump error 54 alarms during testing. Successfully downloaded history files and traces using thus. No pump error 54 was present in the history download. Tested with a test p-cap and the test p-cap locked in place properly, however, damage to the retainer ring was noted during inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: scratched case, minor stained keypad overlay, pillowing keypad overlay, faded serial number label damage, and cracked retainer. Pump error 53, pump error 3, and pump error 54 was unknown due to history and traces were out of date range from the event date. Cosmetic damage was confirmed located at the retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.